Event description:
It was reported that patient had an existing pain which was not covered and patient experienced inadequate pain relief. The patient underwent a lead addition and implantable pulse generator (ipg) replacement procedure. The patient was doing well post operatively and the explanted device will not be return.